Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 2 cfu, bacterial identification: psychrobacillus psychrodurans. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 2 cfu, bacterial identification: peribacillus simplex, psychrobacillus psychrodurans. In addition, the following reportable malfunctions were identified during the device evaluation: ch-tube has foreign objects. J-tube has foreign objects. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope tested positive for klebsiella. The issue occurred during demonstration of the device. There were no reports of patient involvement.